Event description:
It was further reported that a notification was received on feb 17,2025, via abiomed¿s long-term outcome and quality indicator (loqi) impella registry regarding a device deficiency where "the motor current and placement signal of the impella are noted decrease quite dramatically with no obvious cause¿pump not working suddenly".

Manufacturer narrative:
B.5 additional information was recieved. H.6 medical device problem code was added due to new information received in b.5. Should the device or any new information be received, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella cp with smartassist for use during cardiogenic shock and high risk percutaneous coronary intervention. Section: using the automated impella controller with the impella catheter: ¿achieving an act = 250 seconds prior to removing the dilator will help prevent a thrombus from entering the catheter and causing a sudden stop on startup.¿ section: using the automated impella controller with the impella rp with smartassist system catheter: ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella rp with smartassist system catheter. In this case, the motor is no longer being purged and may eventually stop. Monitor motor current and consider replacing impella rp with smartassist system catheter whenever a rise in motor current is seen.¿ impella cp with smartassist for use during cardiogenic shock, section: troubleshooting the purge system: ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop.¿ section: impella stopped: ¿if the impella catheter has stopped suddenly: 1. Try to restart the catheter at previous p-level. 2. If the impella does not restart, try to restart at p-2. 3. If the impella does not restart or stops again, wait 1 minute and try to restart again. 4. If the impella restarts, wean down to p-2 as the patient can tolerate. Under these circumstances, catheter function is not reliable and the impella may stop again. 5. If the impella does not restart, remove the impella from the ventricle as soon as possible to avoid aortic insufficiency.¿ impella cp with smartassist for use during cardiogenic shock and high risk percutaneous coronary intervention, section: warnings, cautions, and precautions: ¿to reduce the possibility of fibers being drawn into the impella, customers should avoid exposing the inlet and cannula section of the impella heart pumps to any surfaces or fluid baths where the device can come into contact with loose or floating fibers.¿

Manufacturer narrative:
Low pump flows: clinical details allege the motor current and ps trended down dramatically with no obvious cause. Data logs were reviewed and there were no pump stop alarms or motor current spikes. For these reasons the failure mode was changed to low pump flows. The logs show the pump running on auto and automatically dropping the p-level to adjust to suction conditions several times. There were 5 suction alarms toward the end of the case, which likely correlate with the reported attempts to reposition the pump. There were no positioning alarms, however. Clinical details report that the patient lost pulsatility during the case, which likely correlates with the first period of p-level drops that resolved. It is also reported that attempts to reposition the pump did not resolve suction alarms. Since product was not returned for investigation and limited details were given on the patient's condition at the time of the issue, the root cause of the low pump flows could not be determined.

Manufacturer narrative:
The investigation for the reported positioning issue has been completed. The device was not returned for evaluation. However, clinical information provided was sufficient to determine the root cause. The cause of the positioning issue most likely was use related due to improper technique as during attempts to reposition pump pulled back across the valve into aorta. H.6 code 1248 was reported incorrectly on the initial manufacturer device report number 1220648-2024-24833.

Manufacturer narrative:
G.2 added study as it was inadvertently omitted from previously submitted manufacturer device report number.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. This is one of two medical device reports associated with this event; the associated the impella cp replacement device is reported under manufacturing report number: 1220648-2024-24820.

Event description:
The user facility reported a patient with cardiogenic shock from an acute myocardial infarction was implanted with an impella cp device for mechanical circulatory support (mcs) and after insertion pump was getting sub optimal flows. The impella cp would be explanted and replaced. The patient had refractory ventricular tachycardia on the unit and return of spontaneous circulation was achieved; patient defibrillated twice. The decision was made to place ECMO on the unit, patient went into ventricular fibrillation and was shocked again. The patient taken to the catheterization lab, in ventricular fibrillation and shocked again. Return of spontaneous circulation was achieved. The decision was made now to implant an impella cp device. The impella cp device was successfully placed, access made for percutaneous coronary intervention (pci) which was completed. Swan-ganz catheter was placed post pci. Patient receiving extracorporeal membrane oxygenation (ECMO). Distal perfusion cannula (dpc) was placed post pci as well. However, once the swan and dpc were placed, the team was about to remove drape and noticed reduced impella flows and lack of motor current pulsitility. Under fluoroscopy it was noticed that the impella was shallow, the physician attempted to advance, and suction alarms triggered. The physician pulled the pump catheter back and tried to readvance it with the same issues continuing to occur. At one point, the physician pulled the impella cp pump back all the way across valve and decided to place a new impella cp device. The physician thought there may have been a kink in the catheter. However, upon inspection, no issues were observed. The replacement impella cp device was successfully implanted; peel-away sheath removed, slack removed from impella and secured. Upon dressing the groin site where impella sheath was located, a hematoma was noticed, managed with compression and resolved by the time the patient was fully transitioned onto neurotrauma intensive care unit where the care team planned for daily ramp up studies to determine if the impella mcs could be increased from p-3.